Manufacturer narrative:
Evlauation results: visual inspection of the lens showed evidence of surgical residue. The optic and haptic were torn. The lens was returned torn into three pieces.

Event description:
The surgeon implanted a silicone lens model aa4203tl and was torn during implantation. The lens was removed without patient injury. It was indicated that the trailing haptic tore and the cause was unknown. An msi-tr injector was used and the lot number is unknown. An mtc60c cartridge was used and the lot number is unknown.